Event description:
A health care professional reported that during surgery it was observed that the lens was torn. The surgery was completed on the same day with an unspecified product. There was no patient contact and no patient harm was reported. Additional information received that the lens was torn during loading.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).